Manufacturer narrative:
Device evaluation: 1 x zebd-7-10 of lot number c1654798 was returned to cirl open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 21st february 2020. A kink was noted at the 2nd and 5th porthole on the tapered end. A 0.035 wireguide does not pass the kinks. Image review: n/a documents review including IFU review: prior to distribution all zebd-7-10 are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for zebd-7-10 of lot number c1654798 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1654798. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After straightening the stent with a straightner, the physician attempted to insert a wire guide (0.025 inch visiglide2/olympus) into the stent, but the wire guide could not be advanced in the stent. Therefore, another product was used instead to continue the procedure.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-10 of lot number c1654798 was returned to cirl open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 21st february 2020. A kink was noted at the 2nd and 5th porthole on the tapered end. A 0.035 wireguide does not pass the kinks. Documents review including IFU review: prior to distribution all zebd-7-10 are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for zebd-7-10 of lot number c1654798 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1654798. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After straightening the stent with a straightner, the physician attempted to insert a wire guide (0.025 inch visiglide2/olympus) into the stent, but the wire guide could not be advanced in the stent. Therefore, another product was used instead to continue the procedure.